Event description:
Patient was revised to address cup and stem loosening, pain and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The report states: patient was revised to address cup and stem loosening, pain and osteolysis. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (right side). Update: (B)(4) 2012 - litigation papers received. There is no new additional information that would affect the investigation. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.